Event description:
In 2006, the lay user/pt contacted lifescan alleging that her one touch basic enhanced meter was reading inaccurately high. The senior medical affairs specialist attempted to reach the pt the following day, to obtain new info and was notified that the pt was at a dialysis appointment. The smas mailed a letter on december 7, 2006 since the pt could not be reached. The pt obtained a result of "hi" and administered insulin in response to the result. She then reported experiencing an insulin reaction, where she developed symptoms: trembling, sweaty, and blurred vision. She tested on her meter and obtained a 398 mg/dl, while her mother's one touch basic enhanced meter read 182 mg/dl. Although the actual time difference between the two results was not specified, based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. It would have been helpful to know the following info: when the pt first noticed the high results, her testing frequency, if she experienced any high symptoms, her insulin regimen, when she developed the insulin reaction, when she obtained the 398 mg/dl result, when she obtained the 182 mg/dl result, if she administered treatment for her symptoms, if she sought medical attn, when her symptoms disappeared, when she started dialysis, and how often she receives dialysis. The customer care advocate verified that the unit of measurement and calibration code were set correctly. The pt was correctly cleaning the puncture area and using the correct testing technique. The test strips were in good condition, within exp date, stored properly, and not opened longer than the discard date. The pt did not have a check strip or the correct type of control solution to complete qc testing. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt obtained a result of "hi", administered insulin based on the meter reading, and consequently developed symptoms that may suggest hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.